Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found keyboard failed. A technical support specialist reinstalled keyboard drivers, followed ka 000012287 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard failed.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.